Event description:
The string got broke inside and got stuck- vagina [foreign body in reproductive tract]. Tampons all fall apart the strings fall out of them [device breakage]. Case narrative: consumer reported via email that the tampon string broke and got stuck. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.